Event description:
It was reported that the battery gauge was fluctuating; no alarms or alerts were present. There was no adverse impact to the customer's blood glucose level. After replacing the tandem provided wall adapter and charging pump battery, the reported issue was resolved.